Event description:
Account- (B)(6). Sku# unknown item description: bd insulin syringe 1ml lot# 3121576 quantity- unknown. Country- USA incident description- we wanted to inform the company that we found this bd insulin syringe 1ml (lot no 3121576) with the needle poking through the cap. It did poke one of our associates. The company may want to investigate into this. Please check the attachment for additional information.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.